Event description:
It was reported that the ptca procedure was to treat a concentric cto re-stenosis between the distal rca and the atrioventricular. A stent was deployed at the proximal/mid rca and then another distal to the rca. A guide wire was inserted but it could not be advanced past the distal rca. A microcatheter was delivered and it passed the lesion. The guide wire was exchanged and another balloon catheter was delivered, but it did not advance further than the distal rca. The balloon catheter was exchanged for a smaller one but it did not cross. The crosssail balloon catheter 1.5 x 20 was advanced to the artrioventricular smoothly and it was pressurized to 6-8 atm. However, on the third inflation it ruptured. The ruptured balloon catheter was being removed from the pt and it got stuck at the distal rca. The balloon was repeatedly inflated and deflated but it could not be removed from the pt. The hub of the crosssail was cut off and the guiding catheter was exchanged and it was deep seated to the distal rca in an attempt to withdraw the shaft of the crosssail. The physician believed that the crosssail moved but the marker was seen on the monitor to be still and it was then found that the shaft of the crosssail separated. Since the length of the pt's artery was 12-13 cm, it was assumed that approx 10 cm was in the aorta. Iabp was inserted; however, it was felt the guiding catheter was not firm enough for a stent to be delivered. The guiding catheter was exchanged and a crosssail 2.0 x 20 was inserted to the posteriolateral and pre-dilated. Stents were deployed at the distal rca, mid rca, proximal rca, and one between the distal rca and the posteriolateral and the remaining portion of the crosssail was compressed to the vessel wall.